Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged the pump was not delivering insulin as intended. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support (cts). Cts was able to verify that the pump was functioning as intended, however, customer maintained that the pump did not function as intended. Reportedly, the customer reverted to an alternate insulin therapy.